Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used in an endometrial ablation procedure on (B)(6) 2012. Patient weight is unavailable. According to the complainant, the ablation procedure was completed, however, a fluid loss alarm occurred. At the conclusion of the procedure the physician noted a superficial epithelial burn to the patient's vagina. Sylvadene cream was applied to the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined.